Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving appropriate therapy. Review of the egms revealed that the device would alternately convert with single atp or hv therapy or exhaust therapies without converting. Programming changes were made. Patient was fine and will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.